Event description:
Additional information received indicated the patient presented in clinic and troubleshooting steps were taken to resolve the ble issue. Initially, the application was able to be repaired, however, it was not sending manual transmissions. Upon further troubleshooting, a successful transmission was sent and the issue was resolved. No information on how the issue was resolved or what may have caused the ble issue was provided. There were no reported patient consequences.

Manufacturer narrative:
The reported event of an inability to connect with the implanted device was confirmed. Based on the review of the patient application logs, there appears to be a bond issue between the phone application and the implanted device. No additional information was available to investigate the cause. No device malfunction was observed in the patient app logs.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
It was reported that the patient presented in clinic and the ICD was interrogated, however, the application still would not pair. There were no reported patient consequences.

Event description:
Additional information received indicates that the patient was unable to be successfully paired and the cause of the issue was unable to be determined.